Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to a faulty transformer on the pace/defib (pd) engine board. The customer declined repair and the device was returned to the customer labeled "not for clinical use". Analysis for reports of this type has not identified an increase in trend.